Event description:
It was reported the pt's scs system stopped working about a year ago and has been unable to communicate with his ipg since then. The pt is requesting to have his scs system removed. Surgical intervention is pending to address the issue.

Manufacturer narrative:
Correction/removal number: 1627487-12192011-003-r. This ipg serial number was included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.